Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. On (B)(6) 2015 the patient was taken to the operating room and the abutment was removed. During the same procedure, it was discovered the fixture was loose and subsequently the fixture was explanted.

Manufacturer narrative:
(B)(4). The device is unavailable for analysis.